Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was not impacted. Technical support provided assistance by guiding the customer through resetting the pump, which successfully resolved the issue. The malfunction code did not recur, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.